Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included anxiety in 2004 and depression in 2004. Concurrent conditions included grand multiparity. Concomitant products included alprazolam (xanax). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and alopecia ("hair loss"), 11 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: zero coiling trails were noted on the left ostium and 6 were noted on the right. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included anxiety in 2004 and depression in 2004. Concurrent conditions included grand multiparity. Concomitant products included alprazolam (xanax). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and alopecia ("hair loss"), 11 months 29 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain,") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: zero coiling trails were noted on the left ostium and 6 were noted on the right. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.